Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that a patient presented to ed due to acute right hip pain. He was sitting on the edge of his bed and shifted his weight when trying to lay down and felt a pop. A right hip prosthesis dislocation was confirmed and a reduction procedure was performed on (B)(6) 2023. This patient previously underwent a right hip bhr-tha revision on (B)(6) 2023 due to metallosis, and a mechanical complication of the internal prosthesis. During the revision, the metallic femoral head was explanted and replaced for a 40mm oxinium modular head. The new implanted system was a tha with dual mobility liner using also zimmer implants. No further complications were reported.

Manufacturer narrative:
Given the nature of the alleged incident, the device could not be returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that the adverse event was likely caused partially or wholly by the user of the product. The patient¿s movement while attempting to get into bed and/or the implantation of mix manufacturer components cannot be ruled out as a possible contributing factors to his dislocation. The patient impact is determined to be the closed reduction under conscious sedation. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for total hip systems revealed in the preoperative warnings and precautions section that improper neck selection, positioning, looseness of acetabular or femoral components, extraneous bone, penetration of the femoral prosthesis through the shaft of the femur, fracture of the acetabulum, intrapelvic protrusion of acetabular component, femoral impingement, periarticular calcification, and/or excessive reaming may increase the risk of dislocations, subluxation, decreased range of motion, or lengthening or shortening of the femur, which may lead to revision surgery. The intraoperative warnings and precautions indicate that muscle looseness and/or malpositioning of components may result in loosening, subluxation and dislocation. Additionally, ectopic bone and/or bone spurs may lead to dislocation and painful or restricted motion and proper positioning of the components is important to minimize impingement which could lead to early failure, premature wear, device related noise, and/or dislocation, all of which may lead to revision surgery. Postoperative warnings and precautions highlight the need of warning patients against unassisted activity, particularly use of toilet facilities and other activities that require excessive motion of the hip, as they may result in subluxation or dislocation. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, patient condition, postoperative care, size selected, abnormal loading of limb and/or implantation of mix manufacturer components. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.